Event description:
It was reported to philips that the allura device would not move. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the geometry movement was partly available. The fse checked the post and found that the c-arm self-test failed. The fse found the actual cause of the issue was the defective amc (advanced motion control). The fse replaced the amc drive to fix the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.